Event description:
Related manufacturer report number: 3003306248-2021-01121.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m4 alarm and the motor speed decreasing was confirmed via analysis of the log file downloaded from the returned centrimag console; however, the reported event was not reproduced during testing of the returned console. On (B)(6) 2021, the system was observed to be operating at a set speed of approximately 4600 rpm / 1.85 lpm. On (B)(6) 2021 at 5:27, an s3: system fault alarm became active, correlating to an ¿sf_ifd_shutdown_detected¿ sub-fault. An m4: motor alarm was also observed within the same minute. After this event, the speed dropped to approximately 3000 rpm, and the flow reading was blank, reading as 0.0 lpm. The speed was attempted to be reset to 4600 rpm at 5:34; however, the speed remained at approximately 3000 rpm due to the observed sub-fault. The system was observed to have been manually shut down at 5:53 and was restarted around 7:55 of the same day. During this time, the system operated around the set speed of 1850 rpm / 5.4 lpm as intended. The returned centrimag console (serial number: (B)(6)) was evaluated at the european distribution center alongside known working centrimag equipment. The console was functionally tested, and the unit fully functioned as intended during testing. No atypical alarms, including m4 alarms, were produced throughout testing. Preventative maintenance was performed, and the serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the ifd shutdown sub fault, resulting in the reported event, could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was an m4 motor alarm that occurred. The speed was decreased. The perfusionist exchanged the motor and the console. Both will be sent in for testing. When the patient was switched to backup equipment the patient had a brief circulation disruption with very short cardiopulmonary resuscitation (CPR) and adrenalin administered. The patient was still stable with veno-venous extracorporeal membrane oxygenation (vv ECMO). No additional information was provided.